Event description:
Customer reported the buttons on the insulin pump are not responding. Customer stated that during the night the insulin pump alarmed auto off feature and the buttons would not clear the alarm. Customer had changed out the battery multiple times. Customer's blood glucose was 183 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.